Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 333-600 mg/dl with moderate ketones and vomiting. Elevated blood glucose was addressed by a manual insulin injection. Customer went to the emergency room (ER) for elevated blood glucose and vomiting. Customer's blood glucose was approximately 509 mg/dl at time of arrival. Customer was treated intravenously with saline and insulin, food, and was released from the ER 5 1/2 hours later in stable condition with a blood glucose of 270-274 mg/dl. Customer declined troubleshooting and successfully resumed insulin delivery.